Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "light source went off during use" could be confirmed. The root cause of the light source failure is a defective front module, which delayed the touchscreen or activated it on its own. This is a component failure. The motherboard was replaced as a precautionary measure. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light source went off during use. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).